Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the (B)(4) part, that fixes with the rotor, detached. There was no patient harm.

Manufacturer narrative:
The device history record (DHR) of the lot number reported was reviewed, and was confirmed that the products were produced accomplishing quality requirements and released according to established procedures. Sample requests were made on 5/24/2016, 6/6/2016 and 7/15/2016. No sample was provided for evaluation only a picture showing the detached silicon tube from the connector. A possible root cause could be due to stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to any manufacturing issue. The picture provided shows a detachment but the physical sample is required; the provided picture does not show any detail of the silicon (damage) or a full 360° look of the connector. The complaint is confirmed but with an unknown source. This complaint will be used for tracking and trending purposes.